Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis to be completely off. The field service engineer inspected all data, power, and network cables. No damage was noted during the inspection. One data cable had its external insulation pulled back; however, the cable's integrity remained unaffected. Proper service loops were created to ensure cable integrity. The system was rebooted, and the configuration was thoroughly inspected. No issues were observed. Additionally, the fascia panel of auxiliary drawer 2.1 was found to be loose. The fasteners were tightened to secure the panel. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was completely off and external outlet wire was broken. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.